Event description:
The customer states that an initial architect bhcg result of 238.42 iu/l was generated on a pt. The account has a policy of retesting any bhcg results that fall within the range of 5 - 1000 iu/l. The customer therefore retested the sample and results of 235.53 and <1.20 iu/l were generated. The customer states that other reproductive hormones confirmed likely diagnosis of pregnancy. The customer reported the result of 238.42 iu/l. No impact to pt management was reported.